Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator.

Event description:
The manufacturer representative (rep) reported that the patient was being seen today for a change in therapy with thoracic implantable neurostimulator (ins). The patient was getting leg and rib stimulation and needed it directed more towards their lower back. It was stated that the change in therapy was fairly abrupt. No trauma or falls were related to the issue. The patient came in with three programs. There was a report that the rep was able to reprogram and consolidate it to 1 program. The patient was now getting stimulation in their back and the issue was resolved. There were no concerns with longevity with either ins. Relevant medical history includes cervical radiculopathy, spinal pain, and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.